Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) was found to have a leak when bagging patient. This occurred the second day after tracheostomy. The device was placed on december 25th. On december 30th, the tracheotomy tube was replaced and because to leak intermittently. On january 6th, the gas cutting sleeve again. Complaints of intermittent cannula leaks during tracheotomy. No adverse patient events reported on patient other then requiring tracheostomy change. This is considered life-supporting or life-sustaining device and thus is essential to maintaining human life as defined in section 519(f) of the fdc act. This file is considered malfunction reportable.